Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed a broken lanyard and a missing soak cap. A functional evaluation was performed on the returned device and found a blade stall error and a jammed motor. Further evaluation revealed the drive fork was stiff when rotated. It is noted the returned device grew warm during the functional evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: case - (B)(4).

Event description:
It was reported that, before a procedure, the mdu shaver was not rotating. An error was displayed and shaver felt hot after use. The procedure was performed, without any delay, using an equivalent sn back-up. No further complications were reported.